Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal-mid rca with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It was reported that stent dislodgement occurred during removal following a failed delivery. The stent was removed from patient. An additional balloon was deployed distal to the stent and brought back into guide. No patient injury was reported.

Manufacturer narrative:
Add info: the inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the video clips provided capture a lesion site in the rca as reported by the account. Two guidewires are then visible in the vessel. The video clips then capture what appears to be a dislodged stent immediately proximal to the guide catheter. There were no video clips capturing the additional balloon deployed distal to the stent or the removal of the resolute onyx delivery system. If information is provided in the future, a supplemental report will be issued.